Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The log files (naviosystem and xsession logs) required to confirm the internal error were not able to be viewed. The reported problem was not confirmed. An internal error is likely a result of an intraop failure, however, there is no known software issue that exists for an internal error that occurs when defining the checkpoints. There is a known software issue that results in an ¿internal error¿ after a ¿robotic drill cable disconnected¿ error that has been corrected and released in cori-v1.4.3 software. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A CAPA, nc, hhe/pra, field action review was completed. There are no prior escalation actions applicable to the scope of the reported compliant. Although no further action is necessary at this time, the issue will be continuously monitored through complaint investigation and post market surveillance. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. If the naviosystem/xsession logs associated with this event are returned at a future date, this evaluation will be reopened for investigation. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, when they were setting up for a cori tka procedure, they had calibrated the robotic drill, set up the trackers on the patient, and were ready to define the checkpoints. The screen shut down and there was an error saying internal error. The case was quit the case and restarted it. Surgery was delayed less than 30 min. Patient was not harmed.